Manufacturer narrative:
Two jelco® venipuncture needle-pro® safety device was returned for evaluation. It could not be determined which device was associated with the reported event; therefore, the evaluation of both devices was used for the medwatch. Visual inspection found that the needle channel was not completely formed and molded. The presence of plastic material would not allow needle engagement during application. The evidence shows that the root cause of the incomplete molding is attributed to a supplier injection molding process issue.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a jelco venipuncture needle-pro safety device did not have a hollowed groove in the orange adaptor, which prevented the needle from locking into the safety device. The issue was observed after use on a patient. No patient or clinician injury was reported. See MFR: 3012307300-2016-00614.